Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Phone number (B)(6).

Event description:
It was reported to philips that devise failed opts-check. There was no reported patient involvement/adverse patient impact.